Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and noticed that the door gasket was ripped due to instruments hanging outside of the washer's rack. The technician replaced the door gasket, ran a test cycle, and resumed the unit to operation according to specifications.the technician informed the user facility that the leaking was attributed to a damaged door gasket from instruments hanging outside the washer's rack. The operator manual (pp. 4.3.1) states to, "ensure no items stick out or hang out of rack. Always use a rack designed to handle appropriate type of items to be processed."

Event description:
The user facility reported a water leak from their reliance synergy washer. No injuries or procedural delays/cancellations were reported.